Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call.

Event description:
The customer reported that the 9800 system had a battery error message. No pt injury was reported.